Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: 2019-04-11 , corrected manufacturing date: 2019-02-11.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The investigation found a faulty inspiratory pressure transducer printed circuit board and it was replaced as per service manual. After successful testing, the anesthesia system was cleared for clinical use. The device logs were saved and sent for evaluation. The replaced inspiratory pressure transducer printed circuit board was as it was scrapped and could not be returned for investigation. An evaluation of the received logs concluded that the reported event was caused by the inspiratory pressure transducer offset being measured outside the allowed limit and thus causing the generation of the technical error indicating an open safety valve and pressure transducer test failure during system checkout without having been able to investigate the replaced inspiratory pressure transducer printed circuit board, the true cause of the fault has not been determined.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system generated technical error codes indicating a pressure issue, and alarms for high airway pressure were generated. There was no patient harm. Manufacturer's reference number: (B)(4).